Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received 2 results of "lo." The normal control range is 71-103 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.